Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubies in auxiliary drawer 5 was failed and was not on bus. A field service engineer found that the auxiliary drawer had rows b and c not on the bus. Reseated the row board cable at the drawer controller. Removed and reseated all pockets and cleared debris to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary there were three failed full height cubies in aux drawer 5 b1, b3, and c1 showing not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.